Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined impedance measurements for both rv and superior vena cava (svc) coils. The lead is still in use. No patient complications have been reported as a result of this event.